Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare controller and fully charged power sources available at all times. When connecting cables, do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the power connection on the patient's controller was loose. No consequence to patient. No additional information available.

Manufacturer narrative:
Controller (B)(4) was returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event as "loose power connector one", was confirmed via visual inspection. Analysis revealed that the device failed visual inspection due to port one connector having a displaced o-ring gasket causing it to be loose. An internal inspection of the controller did not reveal foreign material. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. An internal investigation has been opened by the supplier to address loose connectors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
Additional information received that the patient was seen for a routine clinic visit. Routine check of equipment by the perfusion team noted a loose power port on the patients controller. The patient's controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.